Manufacturer narrative:
(B)(4). D10: 00630506036, item name: liner standard 3.5 mm offset 36 mm i.d. For use with 60 mm o.d. Shell, lot #: 62858008. G2: foreign: australia. H6: component code: head. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to a dislocation at the site. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: b7. Visual examination of the provided pictures identified the explanted head and liner, with bio-debris to the surface. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the left hip arthroplasty as noted. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.